Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of 83 mg/dl. The customer was 86 mg/dl at the time of the call. The customer was treated in the ER with carbohydrates. The customer did not mention any symptoms of hypoglycemia. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The event occurred due to a user error; the customer was connected to the insulin pump while changing her infusion set and accidentally received 25 units of insulin. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.